Event description:
On (B)(6), a sales representative reported via phone that (2) ar-1588rtt2 fibertag® tightrope® ii implants broke. This occurred during an acl reconstruction on (B)(6). All fragments were recovered from the patient. The patient had good bone quality. This event resulted in a 2-hour delay during which additional anesthesia was administered. The case proceeded, a larger incision had to be made, and (2) ar-1588tnt2 fibertag® tightrope® ii abs implants were used. Additional information was provided on (B)(6) where the sales representative reported via email that the sutures broke while tensioning the graft into the femoral button. The delay occurred because the team had to remove the sutures, remove the graft, and re-stitch the graft to new tightropes. The suture then broke a second time, requiring the steps to be repeated. The tourniquet subsequently had to be released, creating additional difficulty within the joint.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.